Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen battery compartment cracks were found between the top and the grip pad and below the grip pad. The threads of the battery cap were stripped. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked and the battery cap was damaged. This report is made based on the results of investigation completed on 08/31/2015.